Manufacturer narrative:
A review of the complaint records for lot numbers 94521li00 and 95381li00 did not identify any problems related to false reactive results. Tracking and trending report review for the architect havab igg assay determined that there are no related adverse or non-statistical trends. Sing worldwide field data the performance of reagent lots 94521li00 and 95381li00. The median and standard deviation to cutoff values of the negative population were within the established limits of the architect havab igg assay. Therefore, no unusual reagent performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab igg assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6c27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided. Patient identifier: multiple = (B)(6).

Event description:
The customer reported multiple (B)(6) architect havab-igg results. The following results were provided: on (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). On (B)(6) 2019, sample ID (B)(6): (B)(6). No further information was provided and no impact to patient management was reported.